Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured. The number of inflations and to what atms is unk. The procedure was completed with another maverick2 monorail balloon. There were no reported patient complications. Patient's status is listed as "ok".